Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter (patient's father) contacted animas alleging the patients pump has been self suspending and has been suspended more times that what is showing in the pump history. The reporter denied the patient, the patient's mother or himself suspending the pump at any time. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged self-suspending issue remained unresolved with troubleshooting.